Event description:
It was reported the patient underwent a percutaneous coronary intervention of the left anterior descending artery in 2003 followed by an angio-seal device deployment to seal the arteriotomy site. The patient was dialyzed 3 days later; the patient mentioned to the staff they were experiencing pain in the groin at the previous access site. They called the physician the following day and 2 days later to report the groin pain continued. The following day, the patient presented to the emergency room for treatment of an ingrown toenail. The patient mentioned to the staff they continued to have pain in the groin. The next day, the patient was dialyzed; no complaints were documented. The groin pain continued the following day; the patient was seen in the cardiology clinic. The groin site was assessed; there was no drainage or hematoma; reportedly the femoral artery was enlarged. The evening at home, the groin site began to swell and ooze blood. The following day, the patient presented to the emergency room and was placed on ancef and admitted to the hosp. The patient underwent surgery the next day where an infected pseudoaneurysm was removed and a femoral popliteal bypass was performed. The patient was discharged for rehabilitation 3 days later.